Manufacturer narrative:
H11:the device was received for evaluation. During functional testing, the reported problem "stuck buttons" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was stucked down arrow soft key. The keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had stuck buttons during testing in the biomedical service department. There was no patient involvement. No additional information is available.